Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event at the end of peritoneal dialysis therapy. The patient stated that they were feeling bloated at the end of the therapy. The patient's last fill volume was 500ml and when they performed a manual drain at the end of their therapy, they drained out over 1500ml. The patient said that they informed their registered nurse who made adjustments to the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The homechoice device received a returned instrument testing evaluation (rite), including functional and electrical testing of the device and simulated-use testing. The device was determined to meet functional performance specification requirements per rite testing. Internal and external visual inspection was performed and no issues were noted. A service history record review was performed and revealed no indication that the parts replaced during servicing caused or contributed to this event. Upon conclusion of the investigation, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.